Event description:
It was reported that this device became bound on the guidewire, and loss of rotation was noted. This 2.1mm jetstream xc catheter was selected for use in an angiogram procedure for peripheral artery disease. Approximately three minutes into the procedure, the jetstream device became bound on the non-boston scientific guidewire, and loss of rotation was noted. Troubleshooting was performed but was unable to resolve the issue; therefore, the procedure was completed with another of the same device. There were no patient complications.